Event description:
It was reported that the zoom was going forward when the handles were pulled into the reverse position. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Zoom.